Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (proximal endoleak); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (proximal endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 75 mm diameter abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 25 mm, proximal diameter of non-aneurysm aortic neck was 24 mm, distal diameter of non-aneurysmal aortic neck was 28 mm, diameter of right iliac artery was 14 mm, diameter of left iliac artery was 16 mm, diameter of right femoral artery was 8 mm, and diameter of left femoral artery was 8 mm. It was reported approximately seven moths post implant a CT with contrast noted a proximal type I endoleak. There was no reported intervention or action taken. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information received reported that the previously reported proximal type I endoleak is continuing. The patient was hospitalized and refused secondary intervention.

Manufacturer narrative:
Correction: hospitalization should have been checked on previous MDR.

Event description:
Additional information reported that the proximal type I endoleak was related to the patient's anatomy, specifically a proximal type I endoleak.